Manufacturer narrative:
The reported events were for lead dislodgement and loss of capture. A complete lead was returned in one piece with the helix fully extended and clogged with blood and tissue. The measured full helix extension length was within specification. The reported event of loss of capture was not confirmed. Electrical testing, x-ray examination and visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in-clinic for a scheduled procedure as upon x-ray imaging it was noted that the pacemaker had migrated and as a result the right-atrial (ra) lead and he left-ventricular (lv) lead had dislodged and exhibited loss of capture. As a resolution the pacemaker was repositioned, the ra lead and lv lead was explanted and replaced on (B)(6) 2025. The patient condition was stable.